Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1: brand name: previous brand name: servo-s; corrected brand name: servo-s base unit. D4: version or model #: previous version or model #: servo-s; corrected version or model #: 6640440.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage and pressure transducer during pre-use check. The air gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The provided logs confirmed the reported pre-use check failures at the event date. The replaced air gas module will not be returned for investigation as it was discarded by the customer, therefore the root cause for the reported problem could not be determined.